Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned treatment which was completed as planned by transferring the patient to another system within the hospital. The field service engineer (fse) visited onsite and checked that system and found that system was unable to perform fluoroscopy. Upon troubleshooting, fse identified that the inability to perform fluoroscopy was due to a loose socket at the connection point of the foot pedal to the table. To resolve the use, fse re-seated and fixed the foot pedal socket. After repairs the system was returned to use in good working condition with limited use. The codes were updated based on the investigation outcome.